Event description:
Medtronic rep reports pt had bilateral hip surgery. Pt hasn't used his device since 2008. Electrodes 6/7 are <50, the rest are all over 10,000 ohms. Pt feels he has never had therapeutic effect. Additional info has been requested and if received a f/u report will be sent.

Manufacturer narrative:
(B)(4).